Event description:
It was reported that cgm displayed malfunction error and caller requested assistance. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer contacted support, support guided customer through complete pump reset, error did not appear again, and customer successfully started new sensor session.